Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. Air was visible in the arterial line and, clotting of the venous line and filter were noted. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss and alarm is attributed to clotting of the extracorporeal blood circuit, preventing rinseback of the patient's blood. The cycler alarmed appropriately. No problem was found with the returned cartridge. The user's guide includes adequate warnings and instructions regarding the risk of clotting during dialysis. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.